Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) occurrence 290 mg/dl and delivered correction boluses to manage bg level. The cause of the bg level was unknown. The customer indicated would change out the site. During follow up with tandem technical support, the customer reported that bg levels have decreased.